Manufacturer narrative:
Examination of the submitted device confirmed one tine of the ¿v¿ tip was fractured. The root cause is attributed to ductile overload. Fracture of the osteotome due to overload indicated that single force was applied exceeding the ultimate strength of the material. Based on the root cause determination of misapplication of the device, the need for corrective action is not indicated. Monitor complaints through sep-419. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Upon return to office it was noted the tip off the instrument had been chipped.